Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away. The cause of peritonitis was unknown. It was unknown if the pt was hospitalized for the event. Treatment was not reported. Nine days after the onset of peritonitis, the pt experienced a cardiac arrest and passed away on the same day. The cause of death was cardiac arrest. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.